Event description:
Pt underwent rt. Thoracotomy on 10/20/1998. Two argyle chest catheters were inserted. The initial post-op chest x-rays showed a '4cm long radiopacity projecting along rt. Heart border." "Further exams including computerized tomography identify to pericardium and immediately adjacent to sizes of needles when compared and did appear to be similar to the markers on the chest tube." A thoracoscopy on 10/26/1998 was performed under general anesthesia. A chest tube fragment of approx. 3-4cm was removed. Operating room rn was able to replicate the shear of catheter tip on 2 unused chest tube catheters of this type. Further investigation over several days indicated that this problem encompassed other lot #'s. MFR notified.